Event description:
The procedure was coil embolization of vertebral artery that was not calcified and mildly tortuous. During the procedure, while advancing an orbit galaxy (size and lot unknown) in a prowler select plus (606-s155x/15372190, complaint product), there was severe resistance around 30cm from the distal end of the microcatheter. The physician could not push it any further. He firstly withdrew the orbit galaxy. Then, he advanced the another competitor's coil(target/stryker, detail unknown) in the target vessel using the same microcatheter, but the situation did not improve. Therefore, both the coil and the microcatheter were safely removed from the patient as a unit. The prowler select plus was replaced for a new unspecified excelsior sl10 (stryker, type unknown) and the procedure was continued using the same competitor's coil. After that, the 1st orbit galaxy was successfully placed in the target vessel using the replaced microcatheter also. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
During a coil embolization in the vertebral artery which was not calcified and had mild tortuosity there was severe resistance advancing the unknown orbit galaxy in a prowler select plus (606-s155x/15372190) at around 30cm from the distal end of the microcatheter. The orbit galaxy could not be pushed further therefore the orbit galaxy was withdrawn and another coil (target/stryker) details unknown was advanced through the same microcatheter; however there was resistance again. Therefore, both the coil and the microcatheter were safely removed from the patient as a unit. The prowler select plus was replaced for a new unspecified excelsior sl10 (stryker, type unknown) and the procedure was continued using the same competitor's coil. After that, the first orbit galaxy that was attempted to be placed via the prowler select plus was successfully placed in the target vessel using the replaced microcatheter. The procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no coil stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The prowler select plus is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with lot 15372190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis for analysis no conclusion can be made regarding the root cause of the reported event. Therefore, no corrective actions will be taken at this time.